Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated that the display was not blank for less than 30 seconds and did not returned. Customer replaced the battery but the screen was still blank. Customer stated that the display did not returned after insulin pump got restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Blank display due to corroded electronic assembly. Unable to perform displacement test, self test, active current measurement and sleep current measurement test due to blank display. The following were noted during visual inspection: scratched case, cracked case near the corner of belt clip rails, cracked keypad overlay, cracked battery tube threads, cracked case on the battery tube side, and moisture damage in battery tube.